Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "dr (B)(6) attempted to seat the tibial punch guide. When after several attempts of trying to seat it into tibial baseplate she noticed that one of the posterior pegs had been broken off."